Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the left vertebral artery and the basilar trunk under hde (humanitarian device exemption) designation. Pre-procedure stenosis is unknown. Predilation with a balloon catheter was performed, followed by implantation of a stent for the basilar lesion and another stent (subject device) for the left vertebral lesion. "Residual stenosis for the left vertebral lesion was 20% and 0.0% for the basilar lesion. No complications occurred during the procedure. Patient was discharged home 4 days post procedure..." During a follow up visit in 2006, the patient reported dizziness (vertebro-basilar insufficiency). Follow-up cerebral angiogram showed 90% restenosis of the left vertebral artery. The "patient underwent a revascularization of the restenotic left vertebral artery at the end of the same month." The patient issues resolved without residual effects.

Manufacturer narrative:
Other: 90% restenosis of left vertebral artery. Subject device was placed without incident, as "no complications occurred during the procedure." However, during the 3 month follow up, 90% restenosis of the left vertebral artery was noted. Follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Per the device directions for use: "experience with stent implants indicates that there is a risk of restenosis. Subsequent restenosis may require repeat dilation of the vessel segment containing the stent. The risks and long-term outcome following repeat dilation of endothelialized stents is unknown at present." Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Because the device remains implanted, no evaluation will be performed.